Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient had their right atrial lead and right ventricular lead capped and replaced for unknown reason. No patient condition or further information could be obtained.